Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device analyze button was not working and the device would not go into manual mode. The complainant indicated that there was no pt involvement in the reported malfunction.